Event description:
The patient had a left hip replacement. The hip has good motion, but clicks and catches frequently. When the hip has snapping of the psoas or iliopsoas tendon anteriorly, he has a lot of pain. The patient decided to have revision of his left hip replacement shell. He went to surgery for revision of his hip without complications. He had a revision of the original left total hip replacement with a gription pinnacle shell with screws. Additionally, the tri-spike acetabular shell was removed with conversion to a polyethylene liner and ceramic femoral head.